Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that a decrease in sensing values and increased thresholds were noted. Suspected lead dislodgement. Lead was explanted and replaced.